Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106896. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "at 8:40, on 2020.9.4, the needle was used for intravenous infusion of the patient. After the successful withdrawal of the needle after puncture, subcutaneous hemorrhage at the needle tip at the puncture point was found to be good, and fluid leakage was found in the middle part of the plastic catheter tube after the removal of bd needle"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8:40, on (B)(6) 2020, the needle was used for intravenous infusion of the patient. After the successful withdrawal of the needle after puncture, subcutaneous hemorrhage at the needle tip at the puncture point was found to be good, and fluid leakage was found in the middle part of the plastic catheter tube after the removal of bd needle".